Event description:
.

Manufacturer narrative:
This complaint was reported as product code 384825, lot 1248484. The 384825 does not contain a PICC line. The argon rep is in the process of retrieving more info on the reported product code. Once the info is received, this info will be filed in the supplemental report. Results of a device evaluation will be filed in a supplemental report when completed.